Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 220 mg/dl. The customer stated the reservoir lip keeps coming off. The customer states that reservoir does lock in but the reservoir turns when giving a bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was completely broken off and test reservoir will not lock or click in place.